Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. This alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. The customer blood glucose level was 170 mg/dl, 66 mg/dl. Customer stated that the insulin pump had power failed alarm. Customer also stated that the notification light did not immediately stop flashing. Customer was treated with food. The insulin pump will be returned for analysis.